Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the devices involved in the event are as follows:model: concerto 6mm x 20cm, lot: not reported - dom: n/a - exp: n/a;model: axium 6mm x 20 cm, lot: not reported - dom: n/a - exp: n/a;model: concerto 4 x 12 cm, lot: not reported - dom: n/a - exp: n/a;model: axium 4 x 12 cm x ii, lot: not reported - dom: n/a - exp: n/a;model: pipeline 16 x 5mm, lot: not reported - dom: n/a - exp: n/a;(B)(4).

Event description:
Information received from the (B)(6) clinical database.treatment of a left ica (internal carotid artery) ophthalmic aneurysm measuring 10mm in size. During the procedure, it was reported that the pipeline was deployed across the aneurysm neck holding the microcatheter within the aneurysm in order to coil it; however, a single loop of a coil herniated between the outside of the pipeline and the incised vessel wall. The coil was snipped and a control angiogram performed after the aneurysm embolization demonstrated minimal filling of the aneurysm neck.it was reported that the patient's condition resolved on (B)(6) 2012.